Event description:
Per the clinic, the patient experienced soreness and pain at abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.